Event description:
It was reported, the patient experienced a headache and dizziness in their head ¿when in an upright position.¿ it was noted the patient was instructed by his health care provider (hcp) to ¿turn off his cervical lead.¿ it was noted the patient ¿may return to the operating room¿ if there was no improvement in the condition. It was stated there was ¿no alleged product issue.¿ additional information reported that the cause for the event was a cerebrospinal fluid (csf) leak and was ¿fixed in the operating room.¿ it was noted that there were ¿no issues with the ipg (implantable pulse generator) or leads.¿ it was noted that the revision/surgical description was ¿csf leak repair¿ on (B)(6) 2013. It was noted that the patient¿s outcome was ¿non-serious injury/illness.¿ if additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a275, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).